Manufacturer narrative:
The glucose reagent lot number was 93474901, with an expiration date of 30-apr-2027. The field service engineer replaced damaged rinse tubing. The instrument was working within specifications after this action. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for four patient samples tested with glucose hk gen.3 on a cobas 8000 c702 module. The initial sample glucose results ranged between 10 and 20 mg/dl. When repeated, the samples had results that were within the normal reference range. No specific patient data was provided.